Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v007613, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# v012713, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 748266, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). All codes apply to the extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for it was reported that the patient had erosion of extension visible at the top of the scalp on the right side. The issue was resolved at the time of the report. There were no further complications reported.